Manufacturer narrative:
Evaluation summary: the reported event could not be confirmed, because neither the complained devices were returned nor enough information was received. The root cause for the observed reaction cannot be determined. Titanium is known for its excellent biocompatibility. However, because the patient¿s postoperative allergy test showed a metal sensitivity the reaction may have been the result of the patient condition. Based on statistical evaluation there is neither an indication for any material related issue nor that the complained devices are the causal factor for the reported event. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
It was reported by a patients lawyer, that the patient had a strong allergic reaction due to a foot surgery.

Event description:
It was reported by a patients lawyer, that the patient had a strong allergic reaction due to a foot surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.